Event description:
It was reported that time on the cic was frozen at 03:30 am. No loss of monitoring occurred. No patient injury or death reported.

Manufacturer narrative:
Ge healthcare investigated the reported issue and determined that the event is related to a know condition, where the time master on the unity network broadcasts time changes and the cic reflects these changes, causing multiple time requests and excessive network traffic. This can result in the following scenarios: sluggishness or unresponsiveness of the cic pro or monitoring device user interfaces; loss of waveforms, parameters and/or alarming on the cic pro; restarting of cic pro processes or rebooting of the cic pro operating system; time changing rapidly between two or more times on unity devices; time not advancing on unity devices; inconsistent time values on devices across the unity network; rebooting of monitoring devices; excessive network traffic that delays, or otherwise interferes with, legitimate unity network communication. Ge healthcare will be providing a product upgrade to prevent the potential for issues associated with network time changes on the carescape cic pro. This was reported to FDA on 02/04/2009.